Manufacturer narrative:
The therapy date for the following device is unknown: model: 1192; scs anchor. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-06868. It was reported ((B)(6)) the patient experienced loss of stimulation. Diagnostic measurements revealed low impedance values. X-rays indicated both leads had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the leads were repositioned. Stimulation was restored following the procedure.